Event description:
It was reported that the tip of the needle broke in the patient's shoulder; not retrieved. No further patient and event information was provided at the time of this report.

Manufacturer narrative:
Follow up communication with the event reported provided additional information that during a shoulder scope/cuff repair the tip of the needle broke off once it was passed through the rotator cuff; not retrieved. An x-ray (fluoroscan) was taken in order to locate the tip. Patient's weight was requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.